Event description:
The pt was at the hospital as an outpatient to have an image-guided aorta, iliac, femoral angiogram with bilateral lower extremities run-off with a possible angioplasty, stenting, and/or thrombolysis. The pt had a non-healing left foot wound with ischemia/occlusion. When the catheter was advanced into the blood vessel, the catheter wire approx 20 cm. /8 inches in length-broke off within the lumen of the vessel of the pt's left thigh. There was no change in the pulses and the pt came through the procedure in satisfactory condition. The pt was discharged later the day of the event. The physicians determined that there was no need to remove the hair-like wire at the time. The pt will be having a planned bypass surgery on the left leg and the wire will be removed at that time. The rep from bard was present for the procedure and the catheter was tested before use on the pt with no problems. Flowcardia flowmate injector was used in conjunction with the recanalization catheter to provide high frequency at the tip of the catheter to try to unocclude the blood vessel. This injector doses not advance the catheter though. The radiologist does that this injector was tested prior to use on the pt and tested with no problems.